Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stent deployment procedure in the external femoral artery through a contralateral approach, a segment of the delivery system allegedly detached and remained in the patient. It was also alleged that there was difficulty in removing the device therefore, conventional surgery was required to remove the segment from the artery. The patient was hemodynamically stable at the conclusion of the procedure.

Event description:
It was reported that during a vascular stent deployment procedure in the femoral artery through a contralateral approach access, during deployment of the vascular stent the distal end of the delivery system allegedly detached and remained in the patient. It was further reported that there was difficulty in removing the device from the patient, and additional open surgery was required to remove the device and complete the procedure. The patient was hemodynamically stable at the conclusion of the procedure. Information was received after the initial MDR has been sent that this complaint had been duplicated in error for the same event as complaint (B)(4). The complaint will be formally processed without alleged failure so that a supplement can be sent.

Manufacturer narrative:
This complaint was duplicated in error, see (B)(4). Initial MDR has been sent, therefore, the investigation will be formally processed to satisfy the supplement. Section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.